Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The sample was received for investigation: the product (outer box and pouch) was opened; the delivery system wire is fully depressed and not protrudes from the delivery system cannula. Shunt was received separately from the delivery system. Due to the above reasoning the complaint cannot be confirmed. Therefore, the root cause is inconclusive - unable to verify. Since the root cause in inconclusive - unable to verify, no further action is required. Quality assurance performs periodic monitoring of similar incidents and will take action if an unfavorable trend occurs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtering shut procedure, the shunt was difficult to remove from the inserter. It was not implanted, and the procedure was converted to a trabeculectomy only. Additional information was requested.